Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the controller being exchanged was confirmed. The submitted log file was downloaded from (B)(6), which is the controller that the patient switched to after exchanging the controller associated with this event. The driveline was connected to the controller at 10:51:40 on (B)(6) 2023. Prior to the driveline being connected, the data in the log file is consistent with the controller being the patient¿s backup controller. No log files from the exchanged controller were submitted for review. It was reported that the reason for the controller exchange was unknown. The root cause of the reported event could not be conclusively determined through this analysis. Device history records could not be reviewed as the serial number of the product is unknown. Heartmate 3 patient handbook under section 5 ¿alarms and troubleshooting¿ and heartmate iii instructions for use (IFU) under section 7 ¿alarms and troubleshooting¿ cover all alarms (visual and audible) and the actions to take if the alarms cannot be resolved. Heartmate 3 patient handbook section 2 ¿how your heart pump works¿ explains how to replace the running system controller with a backup controller. This section instructs the user not to attempt to change the system controller without having a trained, competent caregiver by their side to assist. The user is instructed to follow all alarm instructions, including calling the hospital. Heartmate 3 instructions for use (IFU) section 2 ¿system operations¿ also explains how to replace the running system controller with a backup controller and instructs the user to ensure that patients understand the need for having a caregiver present during a controller exchange and that all labelling instructions are followed, including calling the hospital contact. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient had an unknown controller exchange on (B)(6) 2023.

Manufacturer narrative:
Section d1 brand name: corrected. Section d4 catalog number: corrected. Section d4 primary UDI number: corrected. Section d4: device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section d4: device serial number was requested but not provided. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient experienced a driveline disconnect and pump off alarms. They were found unconscious at home and the pump off was associated with cardiac arrest. Sustained ventricular tachycardia was also noted. The patient had a history of arrhythmia prior to their left ventricular assist device (lvad) implant and the arrhythmia was not thought to be device or therapy related. It was also noted that a medtronic implantable cardioverter-defibrillator (ICD) was implanted in the patient prior to their lvad implant. Advanced cardiovascular life support (acls) was performed by emergency medical services (ems) outside of the hospital. Log files were submitted for review. The event log showed the patient was placed on a system controller on (B)(6) 2023 at 10:51:03. It was noted that this system controller was given to the patient at implant, and no information was available from the healthcare professionals about the reason for the newly placed controller. Log files also showed that the driveline was disconnected (B)(6) 2023 at 10:51:40 and then reconnected at 11:16:35, but the patient could not recall this event. The patient's arrhythmia resolved and they were stable and remained admitted. Related manufacturer's reference number for the pump: 2916596-2023-07099 related manufacturer's reference number for the newly connected controller: 2916596-2023-07100.